Event description:
Parents of a five-year-old asthmatic had in their possession two range peak flowmeters. One flowmeter is for free distribution. This flowmeter was labelled with proventil and vanceril trade names. A lot number could not be located on the instrument. The second flowmeter was purchased through a medical products distributor and was marked with a lot number #942b50. Both flowmeters were provided by rptr to the pt's family at different times. The parents report that equivalent expiratory efforts by the child move the indicator on both instruments the same linear distance, but that the numeric values are very different. When these flowmeters are placed side by side, the 100 lpm level of the proventil/vanceril meter scale is equivalent to the 125 lpm level on the second meter scale. The peak expiratory flow of this child is in the flow range in question, and is monitored on a daily basis for assessment purposes. The problem has been reported to the MFR and at its request, rptr has mailed the proventil/vanceril labelled meter to them. He is concerned that the flowmeter is still being distributed.